Manufacturer narrative:
Customer technical support (cts) informed the customer of the potential biohazards and safety hazards associated with troubleshooting which may include a potential for shock, puncture or pinch and advised the customer to remove jewelry and use properly installed tools to minimize risks. The customer understood and agreed to continue troubleshooting. Cts guided the customer through flushing the vacuum pump, and the vacuum test successfully passed. The unit was returned to operation. Samples were not available for additional testing. Clinical history was not supplied. Sample types and processing details were not supplied. System check results from (B)(6) 2007, on system serial number (B)(4) were supplied and all results met the manufacturer's specs. Quality control (qc) history was not supplied. The customer did not provide which system the results occurred on. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. In addition, elevated troponin-I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus troponin (accutni) results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-01800, 01801, and 01803.

Event description:
The customer reported elevated troponin (accutni) patient results involving access 2 immunoassay system. The customer did not know which access 2 immunoassay system the results occurred on. This is report number three of four referencing system serial number (B)(4). Values obtained were above the acute myocardial infarction (ami) cutoff and negative via an alternate methodology. Values remained elevated with a new draw two months after. The customer suspected heterophile interference, but did not perform additional testing, and stated the results were elevated and reproducible. The elevated results were released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event.